Manufacturer narrative:
Clarification: the product was explanted the week before (B)(6) 2018. The main component of the system and other applicable components are: product ID: 3889-28, lot# va1k4dc, implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: lead. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction to show "adverse event" . If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(6) and 92 no longer applies to the ins. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the doctor stated the "patient's electrode grew out staph aureus (not mrsa) the battery was sterile. So it looks like an infection." The infection was resolved. There were no further complications reported.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va1k4dc, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim gastrointestinal/ pelvic floor it was reported that there was an area of infection. Caller just said right side, same side as ins. Total system explant. There were no further complications reported.

Manufacturer narrative:
The lead model 3889-28 lot # va1k4dc was non-analyzable due to a medical issue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 3889-28, lot# va1k4dc, implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional (hcp) in response to an inquiry for more details regarding the event: the hcp provided product explant date: (B)(6) 2018. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product ID: 3889-28, lot# va1k4dc, implanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient who noted they were "having problems with the wire, like I was having adverse response to the wire and I was in extreme pain, it was the first week of (B)(6) 2018, well it was sometime between christmas and new year's". The call center noted registrations says the device was explanted on (B)(6) 2019, but the patient said that was not correct. No further patient complications have been reported as a result of this event.